Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician placed a pod coil in the target vessel using the microcatheter. The physician placed another pod coil in the vessel and then removed the microcatheter and catheter. Subsequently, a fluoroscopy was performed, and the physician noticed the tail end of the pod coil (pod4) was dislodged and migrated into the hepatic artery. The following day, the physician attempted to use a snare device to remove the pod coil that migrated into the hepatic artery. However, while snaring the tip of the pod coil, the physician noticed the pod coil broke and started to unravel. It was reported that small strands of the pod coil were being pulled out and majority of the strands were removed using the snare, but a small residual strand remained in the vessel that extends to the iliac. The physician ended the procedure at this point and the patient was sent to undergo a computed tomography (CT). There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician placed a pod coil in the target vessel using the microcatheter. The physician placed another pod coil in the vessel and then removed the microcatheter and catheter. Subsequently, a fluoroscopy was performed, and the physician noticed the tail end of the pod coil (pod4) was dislodged and migrated into the hepatic artery. The bleed in the target location had stopped and the physician ended the procedure at this point. The following day, the physician attempted to use a snare device to remove the pod coil that migrated into the hepatic artery. However, while snaring the tip of the pod coil, the physician noticed the pod coil broke and started to unravel. It was reported that small strands of the pod coil were being pulled out and majority of the strands were removed using the snare, but a small residual strand remained in the vessel that extends to the iliac. It was reported that the physician determined the small residual strand was safe and decided to leave it in place. The physician ended the procedure at this point and the patient was sent to undergo a computed tomography (CT). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/25/2023: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder